Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a blank screen on her insulin pump. Customer stated that she did not get a low battery alert and that there is no damage to the battery compartment. Display did not return upon inserting new batteries into insulin pump. Blood glucose level was 205 mg/dl at the time of the call. No further information was provided.